Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the evaluation revealed that the unit had a little movement in the rocker arm assembly. The unit was repaired by replacing the disk ratchet and retaining ring due to being worn. General maintenance and cleaning also performed. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the unit had little movement in the rocker arm assembly which needed to be repaired by replacing the disk ratchet and retaining ring. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking mechanism on the mayfield composite series skull clamp (a3059) had some movement after positioning the patient, and there was potential to cause the pins to move. No patient injury or surgical delay has been reported.